Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2022-00641. It was reported that patient experienced an ineffective stimulation due to high impedance. During the lead revision it was found that one of the lead was fractured. As a result, the leads were explanted. It is unknown which lead is liable so both leads are reported.